Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, neurological/intracranial sequelae is a known risks associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that following angioplasty with the balloon catheter, a stent (subject device) was placed across the 76% stenosed right middle cerebral artery (mca) m1 lesion. The procedure was completed successfully with the improvement in the luminal diameter. Post procedure, the following day the patient complained of difficulty lifting left lower extremity from bed. The physician assessed the patient¿s ability to lift the left leg and the strength of the leg as 4+. The fluid bolus (unspecified) was administered to treat the patient. This event was resolved without any residual effect. The patient was discharged home with the modified rankin scale (mrs) score of 0. As per the physician¿s opinion the patient¿s outcome is related to the procedure however it is unknown if it is related to the device.

Manufacturer narrative:
The device remains implanted

Event description:
It was reported that following angioplasty with the balloon catheter, a stent (subject device) was placed across the 76% stenosed right middle cerebral artery (mca) m1 lesion. The procedure was completed successfully with the improvement in the luminal diameter. Post procedure, the following day the patient complained of difficulty lifting left lower extremity from bed. The physician assessed the patient's ability to lift the left leg and the strength of the leg as 4+. The fluid bolus (unspecified) was administered to treat the patient. This event was resolved without any residual effect. The patient was discharged home with the modified rankin scale (mrs) score of 0. As per the physician's opinion the patient's outcome is related to the procedure however it is unknown if it is related to the device.